Manufacturer narrative:
Distal to the is-1 connector pin. The received lead segments were extensively analysed. Signs of wear were found along the lead body. In particular, the insulation was found rubbed through at the distal lead segment. The conductor cables to the rv shock coil and ring electrode were found outside the lead body at this position, as mentioned in the complain description. These damages can be considered to be the root cause of the artefacts mentioned in the clinical observation. The externalisation of the conductors resulted from an abrasion of the lead body from the outside. An inside-out abrasion could be excluded by the analysis. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Further inspection revealed explantation damages i.e. The rv shock coil was found uncoiled upon receipt. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 60 months, oversensing was reported via home monitoring. The patient scheduled for a follow up and the lead was replaced. No adverse patient side effects have been reported.